Manufacturer narrative:
The i.d. Of the sheath was measured and found to be within datascope's mfg specifications. A sheath/sheath hub leak test was performed on the assembly according to datascope's mfg specifications. The assembly was verified to be within specification. No leak was detected between the sheath and sheath hub junction or between the hemostasis valve and the sheath hub. Using a laboratory iab, the sheath/hemostasis valve assembly was leak tested in order to determine if the valve assembly prohibited the back flow of water through the valve gasket into the statgard. Again, the assembly passed this leak test.

Event description:
Blood leaked from the hemostasis valve body and sheath hub. (Event complications: none from the event- reported 1/14/98.) (Pt's current status: unk- rpt'd 1/14/98.)